Event description:
It is alleged that a pt suffered rectal bleeding shortly after removal of the device. After a colonoscopy, the pt underwent cauterization of a rectal ulcer that allegedly was causing the bleeding. It is unknown whether the device directly caused or contributed to the incident.